Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6 h4: device manufacture date ¿ the lot was manufactured between january 6-8, 2025 h11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed at the distal luer. Based on the evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. When the device was being disconnected after the expected therapy time of 48 hours, it was observed that the device was still quite full of medication that had not been delivered to the patient. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.